Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and manufacturing review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Manufacturing review did not identify any issues that may have caused the customer issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer reported falsely elevated creatinine results for two patients generated using the clinical chemistry creatinine reagents. The following data was provided and was generated in (B)(6) 2016. Patient 1: (B)(6). Initial 10.15, repeat 0.83, new sample was drawn, 0.82, due to the high initial result, the patient received a CT scan without contrast. Results of the scan were not provided. No medications were administered and no adverse impact to patient management was reported. Patient 2: no sid provided initial 3.95, repeat 0.69, no impact to patient management was reported.